Event description:
The customer reportedly obtained a 110 mg/dl on the accu-chek aviva system in comparison to a lab result of 70 mg/dl. The results were obtained within a ten minute timeframe. No reported actions taken based on the results. No adverse event reported. New system sent to customer and return requested.